Event description:
Kimberly-clark received a report from (B)(6) stating, "during the washing procedure of the oral cavity of the patient, the sponge part of the swab remained into the patient's mouth. The patient did not have incident." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The review of the device history record is not complete at this time. If any additional relevant information is identified following completion of the DHR review the additional relevant information will be submitted in a supplemental report. The sample was not returned to kimberly-clark for analysis. Based on the available information a root cause for the alleged separation of the sponge could not be determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.